Event description:
In 2006, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2008, the pt underwent an add'l procedure to address a distal type I endoleak in the right contralateral leg component. The internal iliac artery was coil embolized and intentionally covered. Approx five months later, the pt was converted to open repair, due to an aortoenteric fistula. The pt is stable with no further complications.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that this lot met all pre-release specs. Add'l devices: pxc201400, pxc201000.